Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump has minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip and stained address serial number label.

Event description:
It was reported that the customer received a button error alarm. The insulin pump's buttons were getting stuck prior to the button error alarm. The customer's blood glucose level was 196 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.